Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 20 x 2.25 promus premier drug-eluting stent (des) was advanced but failed to cross the lesion. It was then noted that the distal part of the stent was lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.